Event description:
Related manufacturer reference number: 3006705815-2022-16369. It was reported the patient experienced uncomfortable stimulation. Diagnostics during surgery showed high impedances. In turn, both the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 27.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.